Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Customer took no action to address the bg. The issue resolved and the customer resumed insulin.